Event description:
It is reported that the packaging was cut open and the inner plastic was cut as well, causing the implant to be non-sterile. Another implant was rushed from another hospital in order to finish case. Surgery was prolonged by 35 minutes.

Manufacturer narrative:
Eval summary: shelf carton exhibits crushed corners and stress lines on sides and bottom. Outer cavity exhibits one large crack and stress marks. Outer cavity tyvek lid has been removed and was not returned. Inner cavity exhibits multiple large cracks and stress marks on all sides. Inner tyvek is still intact. Excessive shock received to packaging in distribution environment. Carton indicates rough handling is probable cause of failure. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.